Manufacturer narrative:
Please refer to the attached analysis report (B)(4).

Event description:
Reportedly, error messages appeared during pre implant device interrogation. Preliminary analysis confirmed the reported behavior and revealed that a switch in standby mode occurred, most probably caused by cross-talk with the other device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Due to technical constraints, the correct country cannot be indicated. The country where this event occurred is (B)(6).

Event description:
Reportedly, error messages appeared during pre implant device interrogation. Preliminary analysis confirmed the reported behavior and revealed that a switch in standby mode occurred, most probably caused by cross-talk with the other device.